Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a catheter dye study was performed. A possible kink in the catheter was noted. There was no pt injury. The pt's pump and catheter were replaced. No pt outcome was reported. The pt's pump contained lioresal.